Manufacturer narrative:
Unexpected restart error alarm after battery change due to faulty c13/ib. Pump passed the operating currents measurement, self test, displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump had cracked case at display window corner, broken battery tube threads, cracked reservoir tube, reservoir tube lip, minor scratched display window and missing end cap sticker.

Event description:
Customer reported via phone call that the device alarmed unexpected restart alarm. Customer's blood glucose was 66 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.